Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the white residue on both sides of the air/water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of leak. This does not constitute an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, white residue was observed on both sides of the air/water channel. The root cause was not established. There was no report of patient involvement.